Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 714 mg/dl and moderate ketones were present. Customer went to the emergency room and insulin/fluids were administered to address bg. After 16 hours, customer left the ER and felt ¿ok¿. Bg was 230 mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.